Event description:
16cm polymer jacket came off in posterior tibial and was retained in the calcified lesion. Sent to surgery to retrieve.

Event description:
16cm polymer jacket came off in posterior tibial and was retained in the calcified lesion. Sent to surgery to retrieve.